Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: kibrik, p., victory, j., patel, r., chait, j., alsheekh, a., aurshina, a., ¿ ascher, e. (2018). A real-world experience of drug-eluting and nondrug-eluting stents in lower extremity peripheral arterial disease. Journal of vascular surgery, 68(2). Doi: 10.1016/j.jvs.2018.05.036.

Event description:
It was reported in an article in the sage vascular journal titled " a real-world experience of drug eluting and non-drug eluting stents in lower extremity peripheral arterial disease " that in a retrospective review of the forty six drug eluting stents (des) and one hundred and twenty four non-drug eluting stents (ndes) placement for infrainguinal lower extremity endovascular procedures, end points were compared. For the ndes, overall thrombosis was 11.1%, re-stenosis was 48.2%, re-intervention was 13.7% and limb loss was 9.7%. The patients status was not provided.